Event description:
The customer reported via the sales rep that 3 plate screws have sheared. It is further reported that the patient has undergone unanticipated revision surgery to replace the plate and the screws.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.